Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm no delivery alarm due to critical pump error alarm.

Event description:
Customer reported via phone call that reservoir had insulin flow block alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer tried all remedies. The insulin pump will be returned for analysis.